Manufacturer narrative:
The device was received for evaluation. The reported issue was confirmed. As received, during visual inspection balloon was found completely broken. The balloon edges did not match at the ruptured region. The rupture part was not returned. All through lumens were patent without any leakage or occlusion. Finally, no other visible damage or abnormality was observed from catheter body and windings. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter burst. There is no allegation of missing pieces. No additional intervention was required. There was no allegation of patient injury. The device was received for evaluation and the balloon edges did not match at the ruptured region. Patient demographics unable to be obtained.